Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing thresholds. Subsequently, the patient underwent a revision surgery in which this rv was surgically capped and replaced. No additional adverse patient effects were reported.